Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt felt that the pump had stopped and experienced random alarms on the power module only with changes in posture/positioning. The pt rec'd a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The attached user facility report was rec'd from the (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.